Manufacturer narrative:
Additional information: annex d code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two sprinter legend rx balloon catheters to treat a severely calcified lesion in the completely occluded proximal right coronary artery (rca). A coronary angiography showed 70-90% diffuse restenosis in the proximal/mid left anterior descending (lad) artery and rca proximal occlusion with blood flow timi 0 grade. The devices were inspected with no issues noted. Negative prep/purging was performed on the devices prior to use with no issues noted. The lesion was not predilated. Resistance was noted while advancing the devices to the lesion. Excessive force was not used during delivery. It was reported that both balloon catheters ruptured. It was detailed that the rca lesion was to be treated first and a guidewire and microcatheter were successfully sent to the proximal rca and then on to the distal rca through the occlusion lesion. It was planned to follow up the microcatheter to exchange the working guidewire, but the microcatheter was difficult follow up. Therefore, a 1.25x15mm sprinter legend balloon catheter and a 2.0x15mm sprinter legend balloon catheter were used to predilate the lesion at 14atm for 5 seconds from the proximal to the distal rca. A repeated angiography showed 80% residual stenosis, the guidewire was located in the true lumen, and no dissection was seen. However, both pre-inflated balloons were found to be ruptured after the first inflation. There was a sudden drop in pressure. The devices were not moved or repositioned in the lesion prior to the burst. There was no intervention required as a result of the event. There was no injury to the patient as a result of the event. The balloon catheters were replaced for follow-up treatment. It was detailed that the patient's own life safety was not affected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.